Event description:
A complainant indicated that their glucometer elite xl reported lower results. The customer stated that they were taken to the hospital where a blood glucose value of 900 mg/dl was obtained while the glucometer elite xl provided a reading "lo" less than 15 mg/dl and 85 mg/dl. The time difference between readings according to the customer is insignificant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. Normal control testing could not be conducted since the control solution expired. The customer indicated that they used elite test strips, lot number a0e05ac050. A request was made to return the instrument system including the suspect reagnet for eval. In the meantime a replacement unit has been provided for customer use.